Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having high blood glucose. Customer stated that she had a no delivery alarm during a bolus on saturday. Customer stated that she does not know why she has high blood glucose today. Customer's blood glucose was 329 mg/dl at the time of the incident. Customer's current blood glucose is 389 mg/dl. Customer treated with a syringe and insulin. Customer reported that she has contacted her health care professional regarding the unexplained high blood glucose. Customer stated that she sees one air bubble 3 inches from the reservoir and 3 little ones that are the size of pin drops. Troubleshooting was performed but customer declined the high pressure test. Customer was advised to do a complete infusion set change. Customer stated that the crack is on the bottom left hand corner of the screen. Customer's pump will be replaced due to a crack on the screen. Customer mentioned that her blood glucose has been 324 mg/dl lately.